Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea and cloudy effluent. The patient was not hospitalized for the event. At the onset of the peritonitis, the patient was treated with vancomycin (2 grams, 2 times/daily for 14 days, route not reported) and ceftazidime (1 gram , reported as 3-4 doses total, route and duration not reported).the cause of the peritonitis was a break in aseptic technique. At the time of this report the patient was recovering from the peritonitis event and was retrained on proper aseptic technique. No additional information is available.